Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
It was reported that the patient was having issues charging and was not receiving at least 24 hours of therapy in between charging sessions. As a result, the physician explanted and replaced the patient's ipg, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.